Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator migrated within the pocket. The device was explanted and the patient was discharged from the hospital on (B)(6) 2018. The patient was stable throughout the whole procedure.